Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the sheath is confirmed but the cause is unknown. The returned 4.5fr microintroducer/dilator/sheath appeared unused as the dilator was threaded onto the sheath handles and the handles had not been split. Examination confirmed the presence of a longitudinal split in the sheath material at the distal end of the sheath. The longitudinal split was measured to be 0.16326¿ long and was 0.01236¿ wide at the widest spot. Under microscopic examination, no score marks or gouges was seen on the dilator under the split in the sheath, indicating that this damage was likely not cause by a sharp instrument. Fibers of the sheath material were seen along the split, again indicating that the material had split rather than being cut. The outer diameter of the dilator was measured and was found to meet the design specifications. Microscopic examination of the distal end of the sheath revealed that the tapered transition appeared smooth; no crimpling or rolling was seen at the transition between the sheath and dilator. Based on the description of the reported event and evaluation of the sample, possible contributing factors could include material weakness, manipulation of the dilator within the sheath, damaged manufacturing tooling, inappropriate tooling set-up or operator error. However, the exact root cause could not be determined. A lot history review (lhr) of redw2628 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient with upper lobe tumors in both the right and left lungs and bladder tumor had a solo PICC catheter indwelled in IV access center on (B)(6) 2020 when checking the supplies for integrity following the opening of the catheter, the operator observed signs of split with the microintroducer sheath. Opened a new kit of 8194118 catheter and used the microintroducer sheath inside. (B)(6) 2021- the returned sample exhibited an improper split of the sheath.